Manufacturer narrative:
Batch review performed on 26 september 2025: gmk-spherika 02.12.ka03r gmk spherika femoral component s3r cemented (k211004) lot 2430296: (B)(4) items manufactured and released on 14-gen-2025. Expiration date: 19-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised, batch review performed on 26 september 2025: gmk-spherika 02.12. E0210fr gmk-sphere tibial insert e-cross - flex 2r - 10mm (k202022) lot 2433514: (B)(4) items manufactured and released on 14-gen-2025. Expiration date: 22-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to an infection and the pathogen is unknown. About 4 months after the primary the surgeon removed the femoral component and the insert and placed spacers with antibiotics to treat the infection. The surgery was completed successfully.